Event description:
Patient reported the aligners cutting their gums, causing pain in their jaw and teeth. Fit tips were provided which did not help the fit for the aligners. It did help with cutting on the gums.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.